Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the premature deployment could not be determined. It may be possible that the delivery system was slightly retracted prior to the unlocking the final deployment causing the stent to fully release; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous, 100% stenosed right superficial femoral artery. A 5.5x60mm supera self-expanding stent fully deployed at the intended site before the deployment lock was rotated to the unlocked position. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.